Event description:
Second pt. Customer reports obtaining error messages and inconsistent inr results when testing 2 patients with hemochron signature instrument/citrated pt cuvette. No adverse event, intervention, injury or adjustments in treatment reported.

Manufacturer narrative:
Manufacturer has requested product return from user facility for eval, currently awaiting return. Complaint alleges the following devices involved: hemochron signature; hemochron citrate pt cuvette assay. Specific device involved in customer complaint is unk. MDR 2248721-2008-00023 has also been submitted for this complaint.